Event description:
It was reported by svc report that the pt left top rail was broken at the foot end and would not lock into position. There were also sharp edges present at the break. No pt involvement or adverse consequences are reported.